Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. A root cause could not be identified. Based on the results of the investigation, it is assumed that the event occurred due to the use of a high-frequency processing instrument without sufficient distance from the tip. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited that the tip body is scorched, foreign matter is coming out of the suction cylinder, and the forceps elevator has a burn. There was no patient involvement.